Manufacturer narrative:
It was noted that the device was in the possession of the explanting hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that a revision procedure was performed. The non boston scientific rv lead was surgically abandoned due to high pacing threshold measurements and increased impedance measurements. A product performance issue was reported with the lead. The device was explanted to upgrade the patient to a different device system. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. Troubleshooting was performed which did not produce any noise, and there were no pacing capture issues. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.